Event description:
Upon interrogation of the device, an error code was displayed. The representative noted that a few weeks prior, there were 40 aborted charges on the device due to external noise. The device is eri and an explant procedure has been scheduled. Should additional info become available, this event will be updated.